Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor of ophthalmology reported that a patient experienced a thermal burn during a procedure. The procedure was completed. Additional information has been requested but none has been received.

Manufacturer narrative:
The customer reported that corneal damage due to a thermal burn occurred. The surgery was completed without product replacement. The detailed information on the patient harm is unknown and there was no particular treatment applied to the patient. Additional, related information was requested but was not obtained from the customer. A video was provided for review. The video begins with lid speculum in place. The first paracentesis incision (pci) #1 was made at the 5 o¿clock position and the second pci #2 was made at 8 o¿clock position. The surgeon injected the ophthalmic viscoelastic device (ovd) and the capsulorhexis was completed. A main incision was made at the 6 o¿clock position and the hydrodissection is completed without complications. The phaco tip was inserted through the main incision and the tip was faced to the right, with the port facing towards the cornea. The wound is notably tight, when the phaco tip is inserted. The tip sleeve appears to stretch forward toward the phaco tip, minimizing tip clearance. Immediately, during the first groves of sculpt ¿lens milking¿ milking can be seen, and the wound appears to be edematous with a very small burn at the incision entrance. The phaco tip is removed and more ovd is placed into the anterior chamber. Just off camera (the scope position is off) the surgeon appears to enlarge the incision in the conjunctiva surrounding the wound. Because the image is off center, it is difficult to see if the actual wound was enlarged or if the surgeon cut the conjunctiva back. The phaco tip is reinserted and is facing the left with the port is seen open, to the left. The tip is removed after sculpting is completed. The phaco tip is reinserted again; the tip is facing down and the ports are seen open to the right and left. The cataract lens is cracked and rotated clockwise; the halves are cracked into quadrants and subsequently emulsified with the phaco tip. There is no sound on the video, so it is unknown if an occlusion occurred at any point during this case. The lens material is seen trampolining with turbulence in the anterior chamber. Irrigation/aspiration (I/a) begins and the surgeon appears to have some difficulty in the removal of the cataract lens material, near the main incision at 6 o¿clock. I/a is completed. The main incision appears event cloudier at this point. Iodine is instilled onto the eye surface. On camera the intraocular lens implant (iol) is inserted into the delivery cartridge and then the delivery system is placed into the main incision for iol delivery. The iol is placed in the eye and moved into place without complication. The surgeon performs more I/a and iol movements. The iol is implanted and centered. Balance salt solution (bss) is used on all three incisions to seal the wounds. Then ovd is place on top of the main incision. However, the next few minutes the image is decentered and not visible for review. Aspiration is used to remove excess bss. The surgeon appears to assess the loose conjunctiva, but it is difficult to see; as the microscope is off center. Suture #1 is placed, tying the conjunctiva to the incision site. Suture #2 is placed in front of the first incision. The surgeon then, removes and replaces suture #1. Immediately following, suture #2 is removed and the speculum is slightly released before the video ends. A variety of intraoperative factors may lead to corneal edema following intraocular surgery. Patients who have preexisting endothelial pathological conditions (not limited to but including; fuch¿s corneal dystrophy, prior eye surgery, etc.) May be more likely to present with corneal edema. Acute corneal edema following cataract surgery usually fully resolves in the setting of a normally functioning endothelium, aided by an appropriate post-operative regimen. However, in some cases, corneal endothelial cells are damaged irreversibly, resulting in aphakic or pseudophakic bullous keratopathy. Corneal edema, from inadequate endothelial pump function, is one of the most common complications of cataract surgery. The possible contributions to a post-operative edematous cornea may include lack of sufficient ophthalmic viscoelastic device (ovd) used to protect the endothelium, excessive prolonged use of ultrasonic energy delivered by the phaco handpiece, inappropriate infusion sleeve orientation directing irrigation fluid directly against the corneal dome, aggressive iol insertion, instrument contact, or retained lens fragments. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. The operators manual includes the warning: good clinical practice dictates testing for adequate irrigation, aspiration flow, reflux, and operation as applicable for each handpiece prior to entering eye. Appropriate use of system parameters and accessories is important for successful procedures. Use of low vacuum limits, low flow rates, low irrigation pressure, high power settings, extended power usage, power usage during occlusion conditions (beeping tones), failure to sufficiently aspirate viscoelastic prior to using power, excessively tight incisions, and combinations of the above actions may result in significant temperature increases at incision site and inside the eye, and lead to severe thermal eye tissue damage. Directing energy toward non-lens material, such as iris or capsule, may cause mechanical and/or thermal tissue damage. Use of incisions that are smaller than recommended during lens removal can lead to mechanical and/or thermal damage to the eye tissue. System: no further information was able to be obtained from this customer. The customer did not request service for the system. However, the phaco handpiece was checked by the company service representative and no problems were found. The system was manufactured on april 13, 2016. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this system. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. Handpiece: no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. (B)(4).